Manufacturer narrative:
The report received from our affiliate indicated that when physician tried retrieving coil, the zipper, didn't work. There was no pt injury. This product will be returned for evaluation and testing. Add'l info has been requested and will be submitted within 30 days upon receipt.

Event description:
Zipping difficulty.